Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported that during prep for PICC insertion in IV access, the dilator in the peel away sheath would not lock into place and was sliding out. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.